Manufacturer narrative:
The account found the limit switch was out of adjustment. He adjusted the up and down limits to repair the bed.

Event description:
The account alleged the bed will not go into trendelenburg or reverse trendelenburg.